Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: deliv sys d-evolutfx-2329; product ID: d-evolutfx-2329; lot #: 0012443476 corrected data: g3. Updated data: d10. H6. H11. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a transcatheter aortic valve replacement procedure involving the transcatheter aortic valve, the procedure was initially delayed twice due to anemia and non-ischemic st elevations. A pre-implant balloon valvuloplasty was performed due to calcification. During the deployment of the valve, the patient experienced hypotension, which was managed with medication. After the final deployment, the patient's blood pressure normalized, but a moderate to severe paravalvular leak was noted, which was reduced to mild to moderate after two post-dilations using a 24 mm balloon. Following the procedure, the patient experienced acute left ventricle failure. A temporary heart pump was placed. Subsequently, right ventricle failure occurred, and the patient was unable to be further supported, leading to their death. The patient was diagnosed with cardiomyopathy. Per the physician, both the device and the procedure contributed to the patient's death.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (unknown); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.